Event description:
Shortly after placing an infant on the infant flow system, the % o2 drifted down to 19% and alarms were activated. The o2 concentration was increased, then all alarms were activated and flow was automatically cut off. There was no pt compromise.